Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 - date of submission 09/18/2013:additional information included in product analysis: a review of the pump history showed several call service alarms were verified in the black box and history. Call service alarms are consistent with sleep alarms that cause the screen to be blank for several minutes.

Manufacturer narrative:
Follow-up # 1 date of submission 09/17/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2013 with the following findings: during investigation, the complaint of a blank display was not duplicated. The display screen was fully functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen was blank after a recent battery change. The display screen remained blank until after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.